Manufacturer narrative:
H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced post-operative nausea/vomiting, pressure in front/back of thighs, pain with walking/sitting/intercourse, dyspareunia, recurrent yeast infections (fungal infection), sensation of ball in vagina (foreign body sensation), bladder infection, abdominal/vaginal tenderness, abdominal distension, vaginal discharge, bladder/pelvic/vaginal/rectal pain, vaginal pulling during bowel movement, dysuria, grade two to three perineocele (prolapse), vaginal irritation (irritation), decreased libido, vaginal dryness, tear on left labia, unspecified menopausal symptoms, vaginal odor, bacterial vaginosis (bacterial infection), urinary frequency, pain at vaginal mesh, recurrent vaginal infection, back/bilateral buttock pain, stress incontinence, atrophic genitalia, anterior vaginal wall relaxation, small/narrow introitus, posterior introitus scarring, narrow/shortened posterior vagina, atrophic vaginitis (inflammation), complication of genitourinary implant/vaginal mesh, rectocele (prolapse), multiple bladder glomerulations, moderate terminal hematuria, blood loss, eroded vaginal mesh, high blood sugar, and required additional surgical and non-surgical interventions.

Event description:
Complaint #(B)(4). Per additional information received, the patient has experienced on (B)(6) 2008, abscess oil bilateral buttocks, vaginal discharge with odor, on (B)(6) 2008, felt like her rectum may be torn, with vaginal and rectal pressure. Noticed a small amount of bleeding on bowel movement, constipation, on (B)(6) 2008 to (B)(6) 2009, soreness in the vaginal groin area, 3+ edema noted on genital exam, hesitancy with urination, pressure in the back and front of thighs, hurt to walk, recurrent yeast infection, the feeling of a ball in her vagina, pain when she stood up and mild pain while she sat down, pelvic pain, vaginal pressure, vaginal pulling during bowel movement, vaginal yeast infection, dysuria, on (B)(6) 2009, continued pelvic pressure, a CT scan of her abdomen and pelvis showed a somewhat circular appearing area of density adjacent to the descending colon, on (B)(6) 2009, perineocele, a perineoplasty vas performed on the patient and rebuilt her perineal body, on (B)(6) 2009, pain, swelling. Drainage and feelings of pressure (symptoms started after she lifted a laundry basket of towels), diagnosed with vaginal discharge vaginitis, pelvic pain, dysuria, and hypothyroidism, on (B)(6) 2011, vaginal irritation, discharge, decreased libido, and vaginal dryness, lesion was noted on the left labia, diagnosed with bacterial vaginosis and menopausal symptoms, on (B)(6) 2011, vaginal odor. Lower back pain was 4/10 and menopausal symptoms, on (B)(6) 2011, vaginal pain, severe atrophic vaginitis, status post permanent mesh placement, and anterior vaginal wall relaxation. On (B)(6) 2011, pelvic pain, vaginal pain, pain the buttock region, lower abdominal pain, and for partial removal of mesh.